Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 1999, heard a loud noise and had to remove his external processor. He was then unable to reattach it without the loud noise reoccurring. Re-implantation will go ahead but has not been scheduled at this time.